Event description:
Pt reported that in the evening on 4/25, pt obtained a er1 result on the surestep (meter and "did not know what it meant." Readings for the three days prior to the alleged event ranged from 182 to 429 mg/dl (most of the results were in the 400 range) with a result of 443 mg/dl at dinnertime on 4/25. Pt reported feeling ill with the flu that evening and into the next morning. In the morning, on 4/26, pt was transported via ambulance to the ER where upon arrival, a lab result of 1232 mg/dl was obtianed. The pt was treated with IV fluids and insulin. An EKG was done and pt was admitted to ICU for 2 days; primary care unit for 2 days and the "regular" medical unit for 5 days. Pt continued to use the surestep meter upon return home from the hospital, obtaining er1 a couple of times, however, no treatment changes were required. Pt reported receiving "hi" readings on the meter on numerous occasions.